Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white residue inside the air/water channels and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to the g3 of the initial medwatch. The aware date should be 06/27/2024. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified. It is likely that foreign material in the air water channel and cylinder may have been unremoved because the device was not reprocessed properly due leakage from the scope connector. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.